Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit and found that the switch bracket was deformed. The fse replaced the external monitor cable. All functional and safety checks performed to meet factory specifications.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g2, g3, g6, h2, h6, h10, h11. Corrected fields: e1, e3.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's arterial pressure zero adjustment button cannot be pressed. There was no health damage.